Event description:
An a1059-mayfield skull clamp reportedly slipped. Add'l info has been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.